Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an out of box failure, circulation pump was defective and drain ports were leaking. Due to transport control panel was damaged. Per follow up information received on 26-aug-2022, the device arrived dirty, black dirt on it. A new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. Both drain valves were replaced and the device has been cleaned.

Manufacturer narrative:
Per investigation findings, it was determined that the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had an out of box failure, circulation pump was defective and drain ports were leaking. Due to transport control panel was damaged. Per follow up information received on 26-aug-2022, the device arrived dirty, black dirt on it. A new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. Both drain valves were replaced and the device has been cleaned.